Event description:
It was reported that (4) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip dropped from the jaws (not into patient). Another instrument was used to complete the case. There was no consequence to the patient. Only (2) of the (4) involved are being returned.